Event description:
When putting IV set into pump, the anti-free flow clip broke off. Had to change out set and restick pt. Note: clip broke on clear plastic side of clip - fractured halfway down the clip but completely broke off leaving set unprotected from free flow.